Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown access secondary set was involved in a no flow incident. This occurred during infusion of a non-baxter drug. According to the report, the secondary line was flowing when it was set up, but when the nurse returned after initiating the infusion, it was found that the infusion was not completed and the primary line was running. When the primary line was pinched closed, the secondary line started running again. There was no report of patient injury or medical intervention associated with this event. No additional information is available.